Manufacturer narrative:
Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7.

Event description:
According to the reporter, the patient visited the emergency room (ER) on (B)(6) 2025, due to elevated blood glucose levels. It was reported that the patient¿s blood glucose level reached 27 mmol/l while wearing the pod between 49 and 71 hours on the arm. There was no alarm for high blood glucose on the dexcom app; dexcom has been notified. Upon removing the pod, it was noted that the adhesive was wet. Reported symptoms include anxiety and irritability. The patient was diagnosed with hyperglycemia and treated with IV fluids, which decreased blood glucose levels. The pod was removed prior to the patient arriving at the ER and a new pod was applied. The patient was discharged from the ER the same day.